Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 failed to open, unable to recover, remained locked and did not release. A field service engineer replaced the latch inseparable to resolve and tested the functionality. Customer confirmed drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 unable to open. Drawer would not pop open and remained locked without releasing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.